Event description:
The hospital reported over a one-week period, five pts experienced post-polypectomy bleeding after their procedures. One pt was admitted to the hospital for a transfusion due to a ruptured blood vessel underneath a polyp that was removed. Two pts were admitted to the emergency room (ER) where the bleeding stopped on its own without any further medical intervention. The two other pts were admitted to the emergency room and reportedly required some form of medical intervention. However, the hospital did not disclose either pt's treatment. All pts are expected to make a full recovery.